Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-sars-cov-2 s on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an anti-sars-cov-2 s value of < 0.400 u/ml accompanied by a data flag. The sample was repeated, resulting in a value of > 250.0 u/ml accompanied by a data flag. The patient was tested using the roche sars-cov-2 rapid antibody test strip and was positive for igg. The repeat value of > 250.0 u/ml was believed to be correct since the patient was vaccinated and correlated to results obtained with the second method. The anti-sars-cov-2 s reagent lot number was 548617. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample collection volume was lower than the target fill volume. The sample clotting time was also insufficient according to tube manufacturer recommendations. Upon review of the alarm trace, no relevant alarms were observed. The issue is consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem.